Manufacturer narrative:
The complaint investigation for discrepant results included a search for similar complaints, and the review of the complaint text, trending data review, labeling review, and field service review. Return testing was not completed as returns were not available. The field service representative inspected the instrument and performed extensive troubleshooting, including quarterly maintenance, part replacement and module decontamination. However, a definitive likely cause could not be determined and the alinity c processing module serial number ac01545, was considered the likely cause. A review of tracking and trending for the alinity c processing module did not identify any trends. The review of the manufacturing documentation did not identify any issues associated with the complaint issue. Labeling was reviewed and found to adequately address the issue under review. Based on the investigation, no systemic issue or deficiency of the alinity c processing module for serial (B)(6) was identified.

Event description:
The customer reported falsely elevated alinity c creatinine2 results for 1 patient. The sample was repeated with lower results. The following data was provided: sid (B)(6) initial result = 13.65 repeat result = 0.94 there was no impact to patient management reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer reported falsely elevated alinity c creatinine2 results for 1 patient. The sample was repeated with lower results. The following data was provided: sid (B)(6) initial result = 13.65 repeat result = 0.94 there was no impact to patient management reported.